Event description:
Caller reported that the insulin gauge displayed an amount different from expected. There was no adverse impact to the customer's blood glucose level. Customer continued to use the existing cartridge.